Manufacturer narrative:
Submit date: 06/21/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
The customer reports a burning smell and smoke coming from the unit with evidence of burning - melting - on the pump itself.

Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a burning smell, smoke, and evidence of burning/melting on the pump. Therefore, this report will be based on information provided by the technical center. The scd express was evaluated and the customer reported issue was confirmed; a smoke odor was detected and the daughter card of the power supply pcb reflected damage consistent with a short that damaged several components and a large trace. The root cause of the reported condition for the thermal event was unknown, but due to the extreme rust on the screws and resistor and damaged bosses on the rear cover, a potential root cause was determined to be contamination/ingress. All parts affected by the thermal event will be replaced to correct the reported issue. Scd express was manufactured in 2007. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.